Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt said in (B)(6) of 2020 when he had the procedure to get an scs trial, it failed because dr (B)(6) could not get the leads in his back. Pt said after 45 minutes on the table dr (B)(6) "closed up shop" came back and told him how sorry he was. After that dr (B)(6) told pt if he lets dr (B)(6) try, he will have a much better outcome, dr (B)(6) said he could get scs in there to help pt start dealing with the pain. Pt said on 16 nov he got the permanent implant. Additional information was received from the patient. The patient reiterated previously stated information. The patient also reported that the doctor told the pt that they would do a laminectomy and after the first surgery they had some x rays to make sure it was implanted correctly but pt couldn't drive home so they stayed in the hospital. Pt noted the 2nd surgery which was for the t8 vertebrae they got in there and pt noted that was what they would have done if there weren't any scar tissue from the (B)(6) surgery. Pt noted there was scar tissue and pt didn't know why they had a scar tissue on their t8 and their lumbar 1 to 5 was fused.